Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no major kinks present. Hydrogel was intact with pad and not separated. During a flow test, the pad was noted to be dry on both sides. No water leakage found. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported the nurses rang to notify that the arctic gel pad was soaked all over. There were no signs that it was from the patient, or from any spillages near the pad. According to the nurse, it seemed to be coming from the pad itself. They recommended that they change to a new pad and remove patient from the wet pad.

Event description:
It was reported the nurses rang to notify that the arctic gel pad was soaked all over. There were no signs that it was from the patient, or from any spillages near the pad. According to the nurse, it seemed to be coming from the pad itself. They recommended that they change to a new pad and remove patient from the wet pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam, no visible chips or deformities at the ends of all connectors, tubing for all the pads noted no major kinks present and hydrogel was intact with pad and not separated. The reported issue could not be verified without further testing. During a flow test, the pad was noted to be dry on both sides. No water leakage found. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the nurses rang to notify that the arctic gel pad was soaked all over. There were no signs that it was from the patient, or from any spillages near the pad. According to the nurse, it seemed to be coming from the pad itself. They recommended that they change to a new pad and remove patient from the wet pad.